Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Visual evaluation of the returned product/provided photo found the packaging was previously opened. A hair-like fiber was found in the sterile packaging. As the product was returned opened, the source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. -a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, a foreign substance resembling a hair was observed attached to the sterile package inside the outer sterile packaging, and the product was not used. The finding occurred when the nurse opened the outer sterile package, and the surgeon proceeded with a backup of the same product for the procedure. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.